Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was reported that a spectrum infusion pump alarmed downstream occlusion too high at above 19 psi during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available. The device was received for evaluation. During functional testing, the reported problem "alarmed downstream occlusion too high at above 19 psi " was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined, however the downstream sensor and the downstream tubing guide will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.